Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 4.5 titanium expedium with cobalt chrome rods were used. When final tightening 2 of the set screws with the torque limiting driver, the threads sheared off of the set screws and they had to be replaced. They were already down into the screw head when the final torque was applied. No adverse consequence to the patient or additional anesthesia needed.

Manufacturer narrative:
(B)(4). UDI: ((B)(4). Visual examination found that the threads on the set screw were torn. Noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. It should be noted that tightening the setscrew when it is cross threaded places force on the setscrew and the tulip head¿s threads that can result in them being torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. With the information provided, a definitive root cause for the torn threads cannot be determined. Noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. It should be noted that tightening the setscrew when it is cross threaded places force on the setscrew and the tulip head¿s threads that can result in them being torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.